Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 1901541: (B)(4) items manufactured and released on (B)(6) 2019. Expiration date: 2024-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years 4 months after the primary, the patient came in reporting pain due to a potted stem and the cause of the potted stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.